Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. A 2.50mm x 12mm emerge balloon catheter was selected for use. During preparation to load the balloon catheter on the wire, it was noted that there was a separation in about 22 inches from the distal tip to the shaft of the hypotube. The balloon catheter was set aside and the procedure was completed with a different device. No patient complications were reported and the patient's status was fine.